Event description:
The caregiver (cg) contacted baxter's technical service center regarding a high drain 104/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) during use. The patient did not experience any symptoms of overfill or experience anything unusual. The technical service representative (tsr) assisted the cg with the set up process. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012 regarding the reported high drain alarm. The nurse stated that she was aware of the alarm. She stated she believed the alarm was caused from the fact that the patient was manually filling with 2l of solutions to take antibiotics, and then not draining prior to therapy while the initial drain alarm was kept at 0ml. She stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported associated with this event. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device has been received for reported high drain 104 alarm. Review of the device logs did confirm the reported issue of an iipv - adult (high drain volume). The root cause could not be determined. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. This issue is being investigated through CAPA.